Event description:
New information noted there were no patient consequences.

Event description:
It was reported that patient presented with an implantable cardioverter defibrillator (ICD) that was delivered inappropriate high voltage therapy for supraventricular tachycardia (svt). Programming changes were implemented. The patient condition was unknown.